Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. "Service required" codes were also found in the ventilator's downloaded error log during evaluation. The device's power management board and internal battery were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery, system board and power management board. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The root cause of the system board failing was due to a program corruption of the u3 flash. The power management board was found to operate to design specifications.